Event description:
Reportedly, the defibrillator did not deliver energy to the pt two times in succession. This allegation was based upon a lack of expected deflection on the device display with defribrillator discharge and a lack of change in cardiac rhythm. An AED was made immediately made available and used to continue pt treatment. The pt was transported to the hosp with a viable ECG. Ultimate pt outcome was not reported.